Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2024. D6b: explant date: 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation, inadequate stimulation, and an increased pain. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.